Manufacturer narrative:
Marked other for urinary retention reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient implanted with an ins experienced urinary retention, post-operatively. The ER physician wanted to perform an MRI. No device issues were reported. No further complications were reported.